Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Additionally, the customer took the pump through a metal detector and reports that data from the pump was "wiped". Reportedly, the customer declined to provide any additional information and declined troubleshooting. There was no reported impact to the customer¿s blood glucose.